Manufacturer narrative:
Correction: this report is being filed to correct the reported outcome of event. (B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that from an aicd warranty validation and lead registration form that this subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode were explanted on (B)(6) 2017 due to other/non-product experience. A dual chamber implantable cardioverter defibrillator (ICD) device with a right atrial (ra) and right ventricular (rv) lead system were implanted. There were no reported allegations of device or electrode malfunction. Boston scientific received information from the field clinical representative (fcr) that the s-ICD system was replaced because the patient developed bradycardia indication and had received inappropriate shock therapies due to oversensing despite reprogramming of the device's sense vectors. The s-ICD devcie and electrode will be shipped back to boston scientific. Boston scientific received information that this s-ICD device and electrode were received at boston scientific's return products dpartment.